Manufacturer narrative:
An investigation for this incident was carried out, and the conclusions are the following. Arjo was informed on may 21, 2019, about an incident that took place at the nottingham university hospitals nhs trust. This incident involves a flowtron acs900 pump and concerns an electric shock sustained by a domestic while cleaning around the device. It was reported to arjo that after the incident, the involved person was taken to the emergency department as he complained of pains in his left arm, dizziness and a feeling of disorientation. An electrocardiogram (ECG) was carried out, which confirmed that no injury was sustained. The device was taken to the customer clinical engineering area. A visual inspection revealed that the mains cable outer insulation had been torn away leaving internal copper wires exposed. After the event arjo representative performed the device evaluation. The customer's results of the inspection was confirmed. The device was found in good condition apart from the mains cable. Arjo representative also confirmed that the insulation was worn away, what could indicate that it was subjected to friction or trapping. Flowtron acs900 is a device intended to prevent deep vein thrombosis (dvt) when using with a single patient garment. This device is an iec 60601-1 compliance pump, with a degree of protection class ii against electric shock (double insulated). This device is provided with a user manual instruction for use; document 526933en rev e - 09/2018. This document states: "make sure that the mains power cable and tubeset or air hoses are positioned to avoid causing a trip or other hazard, and are clear of moving bed mechanisms or other possible entrapment areas." "Check all electrical connections and power cable for sings of excessive wear" in conclusion, it is unknown if the device was being used for treatment when the event occurred, but it failed to meet its performance specification since a mains cable had been damaged exposing bare wires. Therefore the device played a role in the event. The mains cable became damaged most likely because it was caught by the bed wheel. Arjo reported this incident to the competent authority due to the allegation of electric shock.

Manufacturer narrative:
This report is being filed under exemption (e2012066) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo (suzhou) co., ltd.) (B)(4). Additional information will be provided following the conclusion of the investigation. Please note that arjo received incident report from foreign authority, but it was decided to add in e2 data of person who initially reported this incident to the foreign authority.

Event description:
The cleaner received an electric shock and was thrown against a patient chair. After cleaning under the bed, they held onto the bed to get back up and their left arm made contact with the mains lead of the flowtron pump.